Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1q1 crt-d implanted 2015-(B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation with subsequent nausea from the left ventricular (lv) lead. Lv capture management parameters were adjusted and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.